Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was being placed to support the 85 year old male patient admitted in with known cardiac disease. The patient has known aortic valve stenosis and had a balloon aortic valvuloplasty (bav) prior to the pump delivery. The pump was to support the patient during a high risk coronary percutaneous intervention. The pump failed to deliver and was seen in fluouroscopy to kink. The team replaced the pump with a new impella cp.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Failure to advance: the cause of failure to advance was most likely determined to be patient condition related due to patient sever aortic stenosis and tortuous peripheral vasculature preventing successful delivery of impella. Pd-catheter-(twist, bent, kinked): the cause of pd-catheter-(twist, bent, kinked) was most likely determined to be patient condition related due to patient sever aortic stenosis and tortuous peripheral vasculature. Preventing successful delivery of impella and catheter kinked.

Manufacturer narrative:
D9 updated: the product has been returned. The investigation is still ongoing.